Manufacturer narrative:
(B)(4). Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality.

Event description:
(B)(4) ¿ the dentist reported that after dental implant was installed in patient¿s mouth, its non-osseointegration was observed. In addition, 10 ncm of primary stability was achieved and the patient presented bone type I. The dentist also reported that the patient presented peri- implantitis.